Event description:
Dealer called in for a quote on the hand grips. He stated the grips were worn on the ends because the metal was sharp and cut them. He stated, the damage was from normal wear and tear and bumping the tiller into things.